Event description:
It was reported that during an unk procedure, the stapling was performed, but the blade did not cut and the staples did not release. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4): firing trigger teeth. : eval summary - the analysis results found that the 6tb45 device was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue then indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the required specs; in addition, a sample of the batch is inspected at (B) (4). A batch record review was performed and no anomalies were found during the mfg process.